Event description:
It was reported that during an atrial fibrillation (afib) procedure, the global port was not transferring data to the recording system. The global port was exchanged and the case resumed. Also, when flushing this catheter, it did not dispense fluid correctly. The device was exchanged and the case resumed. Upon follow up, bwi received the information on (B)(6) 2013 (which changed the alert date) that showed there was coagulation inside the catheter and the customer used heparin saline. The customer became aware of the irrigation issue when the catheter was taken out from the body. There was not any ablation being delivered and there was not any error message or warning that alerted the user.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that when flushing the catheter, it did not dispense fluid correctly. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, an irrigation test was performed and catheter failed. The catheter was then dissected and it was noticed that the irrigation tubing was damaged inside the handle. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.